Manufacturer narrative:
The device was returned and evaluated. The alleged event (tipping over) could not be duplicated. The anti-tips were present and secure.

Event description:
Alleges several incidents with his scooter tipping over.

Manufacturer narrative:
The "date of event" has not been completed as several dates of incidents were provided ((B)(6) 2017). The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges several incidents with his scooter tipping over.